Manufacturer narrative:
This report filed, october 29, 2008.

Event description:
Per the audiologist, the patient's internal magnet migrated out of the magnet pocket. A revision surgery is scheduled in 2008, to insert the magnet back into the pocket.